Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was calling because their therapy was off on their controller and they were not sure how to turn their therapy on. Patient services reviewed the button to turn therapy on/off and the patient was able to turn their therapy on. The patient stated that the ins turned off when they were charging last night and a couple of months ago. It was indicated that the message screen was resolved on the call. Patient services reviewed that the ins would turn off when the ins was very low. No symptoms were reported. The event occurred in 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that their ins was completed depleted when their ins turned off by itself. The patient weighed (B)(6)pounds at the time of the event. No further complications were reported/anticipated.